Manufacturer narrative:
Additional information received reported that the customer experienced multiple occlusions. Customer changed the pump supplies multiple times and technical support assisted customer with resetting pump to resolve the blockage.

Event description:
It was reported that customer experienced alarm 2 related to an occlusion, and investigation determined that blockage occurred within cartridge rather than at infusion site or in tubing. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to troubleshoot by disconnecting and tightening connections, delivering test boluses, removing infusion site, and inspecting cannula, then changed necessary supplies and successfully resumed insulin therapy.